Event description:
It was reported that a cartridge alarm occurred. The customer's blood glucose (bg) level was displayed as "high"; however, no specific value was provided. At the time of the report with tandem technical support, customer had not addressed bg. Reportedly, customer continued to use the pump for insulin therapy.